Event description:
The customer reported the navigation ring does not work. There was no patient involvement. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) determined the front bezel needed to be replaced. The asp replaced the front bezel, and the issue was resolved. Part was not returned for failure investigation. Previous investigations have shown that the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.